Event description:
Began with shortness of breath dry cough to wet cough to chronic cough, diagnosed with bronchiectasis and asthma on (B)(6) 2020. Panic attacks heart palpitation anxiety depression / asthma attacks, to then 2024 autoimmune celiac/ intolerance to food/ weight loss hair loss/ dry eyes dry nose/ nausea / dizziness/ body aches / headaches / insomnia/ gi issues it's been a world of hell. I've had every test done and celiac was also positive and my lung damage. Ref report: mw5166724.